Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the device could not cut a suture of purse-string. The doughnut was formed properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.